Event description:
The date of event is unk. Customer reported set up a new IV line on a baby, started the IV pump and almost immediately it started to leak. Noticed the hub on the triport extension set was cracked on the end where it connects to the primary line. Line set up is as follows: primary tubing, 2000e valve connected to primary tubing, triport extension set connected to 2000e valve. Customer is not sure what the model number is for the primary tubing. No pt harm occurred. Although requested, no additional info was available. Cleaning of 2000e valve prior to attaching triport extension set was discussed with the reporter. Customer uses chlorhexadine and swabs the top for a few seconds and when dry connects the triport extension set. Triport extension set is then connected to the venous access. Customer informed us that they will not be sending in the set as hospital policy will not allow.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.